Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed internal and external inspections. A manual temperature test was performed and the device passed. The device failed manual volumetric accuracy testing with the original door piston foam but was able to pass this test using a test door piston foam article. An inspection of the door assembly found the door piston to be cracked and the door piston foam to be deteriorated. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.